Manufacturer narrative:
H6. A complaint of "instrument failure" was received against instrument top bactec fx packaged material number: 441385, serial number: (B)(6). This complaint was unable to be confirmed due to the lack of the information. If any additional information is received later for this complaint, this complaint will be reopened for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged instrument failure occurred due to a vial that broke in drawer b. The vial has been removed and instrument has been cleaned. No injuries were reported. The following information was provided by the initial reporter: the alert list contains recent alert of a vial with a reading gap failure. The customer stated that the instrument failure was as a result of a vail that broke in drawer b, that caused the instrument door not to close. They have removed the vial and cleaned the instrument. She stated that her colleague that loaded the vial did not load it correctly in the system, that resulted to vials not seated properly in drawer b. I confirmed the customer pushed all vials into the drawer stations. No vials affected reported after the customer printed affected vial reports.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged instrument failure occurred due to a vial that broke in drawer b. The vial has been removed and instrument has been cleaned. No injuries were reported. The following information was provided by the initial reporter: the alert list contains recent alert of a vial with a reading gap failure. The customer stated that the instrument failure was as a result of a vail that broke in drawer b, that caused the instrument door not to close. They have removed the vial and cleaned the instrument. She stated that her colleague that loaded the vial did not load it correctly in the system, that resulted to vials not seated properly in drawer b. I confirmed the customer pushed all vials into the drawer stations. No vials affected reported after the customer printed affected vial reports.

Manufacturer narrative:
The following fields have been updated with additional information: h.6. Investigation summary: a complaint of "instrument failure" was received against instrument top bactec fx packaged material number: 441385, serial number: (B)(6). The customer reported they were witnessing multiple instrument alerts as well as epicenter connection issues. Bd service requested the alert list to investigate and saw the list contained a vial with reading gap failure. The customer stated that the instrument failure was as a result of a broken vial that was not loaded correctly in in drawer b, that caused the instrument door not to close. They have removed the vial and cleaned the instrument. Bd service also discovered that there were three anonymous bottles and asked the customer to remove and rescan them. However, they received another alert saying that the vials had been left outside for an excessive amount of time. The customer was instructed to gram stain. Bd service attempted to walk the customer through clearing the system alerts but a reboot of the fx and epicenter was required. Upon startup the customer made too many incorrect password entries and was locked out of the system. The customer requested fse support to come assist, however multiple communication attempts were made for scheduling but no response was received from the customer. The complaint was closed as it was unable to be confirmed due to the lack of further information. If any additional information is received later for this complaint, this complaint will be reopened for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged instrument failure occurred due to a vial that broke in drawer b. The vial has been removed and instrument has been cleaned. No injuries were reported. The following information was provided by the initial reporter: the alert list contains recent alert of a vial with a reading gap failure. The customer stated that the instrument failure was as a result of a vail that broke in drawer b, that caused the instrument door not to close. They have removed the vial and cleaned the instrument. She stated that her colleague that loaded the vial did not load it correctly in the system, that resulted to vials not seated properly in drawer b. I confirmed the customer pushed all vials into the drawer stations. No vials affected reported after the customer printed affected vial reports.

Manufacturer narrative:
H6 investigation summary: bd quality has reviewed the complaint, service activities, and adverse event questions. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached.